Event description:
Update to previous submission new complaint summary. It was reported that this right atrial (ra) lead was capped due to product performance issue. The ra is no longer in service. A new (B)(6) right ventricular (rv) lead was implanted. No additional adverse patient effects were reported. Device was explanted but has not return. Additional information was received; the fluctuating impedances were in normal limits. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).